Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. The motor position encoder error alarm could not be verified or the displacement test performed due to the alarm. The device was also received with a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure alarm during rewind. The blood glucose at the time of the incident was over 150 mg/dl. The customer received a motor position encoder error alarm when performing the displacement test. Troubleshooting was not able to resolve the issue. The device was returned for analysis.